Manufacturer narrative:
The reported events were lead dislodgement and muscle stimulation. As received, a complete lead was returned with helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the emergency room due to discomfort from device pocket stimulation. Interrogation of the pulse generator and chest x-ray performed noted that the patient's right atrial (ra) lead had dislodged which caused the aforementioned pocket stimulation. The lead was explanted and replaced. The patient was stable throughout the procedure.